Event description:
A discordant low result for total human chorionic gonadotropin (thcg) was obtained on an advia centaur cp instrument. A follow-up visit two days later gave a higher thcg result. The original discordant sample was rerun on another centaur instrument and a corrected report was sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant thcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and its database and determined the cause of the discordant low thcg to be contamination of the wash blocks. The fse cleaned and aligned the aspiration and wash probes and replaced the wash blocks. The instrument is performing within specifications. Further evaluation of the device is not required.